Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock impedance. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock impedance. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating the patient was having valve replacements and left ventricular assist device (lvad) placed. The device and leads were in working condition, but the physician needed to cut the rv lead in order to place the new valve.